Manufacturer narrative:
Qn#: (B)(4). The customer returned one unit (B)(4) autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. The sample was returned with the caution tag attached to the outer tube. No other defects or anomalies were observed. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and close. This was repeated multiple times with the same result. Two clips were successfully applied to over-stressed surgical tubing. The remaining clips were fired with no issues. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. Although the remaining clips were all able to fire properly, the broken ratchet could prevent the clips from properly loading into the jaws. The IFU for this product, l03496, was reviewed as a other remarks: part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, all of the remaining clips were able to properly load into the jaws of the device and close. However, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Although the reported issue could not be confirmed since all of the clips in the returned device properly loaded and closed, the broken internal ratchet ears could cause issues with the loading of the clips. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
It was reported that the clips could not be loaded into the applier properly. Two clips came out from the device at one time, or sometimes clips did not come out. Therefore, another applier was used. No clips fell in the patient and there was no injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73f1700209 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips could not be loaded into the applier properly. Two clips came out from the device at one time, or sometimes clips did not come out. Therefore, another applier was used. No clips fell in the patient and there was no injury.